Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that on (B)(6) 2019, during a lumbar fusion case, the doctor did a post op spin and felt that he was inaccurate. He felt accurate during the case and that caused no delay or patient impact. The doctor reported the issue to the rep on (B)(6) 2019. The rep was at the account on ((B)(6) 2019) and tested the system and found no issues.